Event description:
Field nurse called in, stating that patient called her on monday (B)(6) 2016, to report that one of his pumps was not functioning. Patient was not using the pump at the time of malfunction and did not report any side effects. The field nurse did not have the serial number of the malfunctioning pump. Patient will be sent a new pump for delivery tomorrow, (B)(6) 2016. Patient is also in the hospital. Dose or amount: remodulin 35 mkm. Frequency: every 48 hours. Route: subcutaneous.